Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number:1627487-2022-02606. It was reported that the patient experienced dehiscence in a small area at the lead incision site. Additionally, some small area was red. Patient also experienced pain radiating around their thighs and legs. As such, patient was admitted to hospital, IV antibiotics was given and extra stitches were placed over the dehiscence area. The reported pain was resolve with antibiotics. Patient has been discharged with on oral antibiotics. Reportedly, no infection was noted.

Event description:
Additional information received indicates that the wound has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.